Event description:
Procedure: adrenalectomy. According to the reporter: during the third clip application to adrenal vein near the renal vein, the instrument clamped on vessel and would not release. The surgeon needed to add an additional trocar to place an additional clip with a new applier to the adrenal vein; proximal to where it locked and was able to excise the portion of vein still clamped into the locked jaw of the original instrument. The surgeon personally needed to hold on and hold steady to the original applier while adding the trocar and placing the other clip. The vein was long enough to apply additional clips and the rest of the procedure was completed laparoscopically. Unanticipated tissue loss occurred and operative time was delayed by forty minutes.

Manufacturer narrative:
(B)(4).